Event description:
Treatment of a carotid ophthalmic aneurysm. During pipeline deployment, it was reported a cigar shape formed with the first 10mm of the ped. The pushwire was rotated clockwise 4-5 times and the pipeline jumped. Angiography showed that the pushwire was broken between the two bumpers and the broken segment was retained by the pipeline being stuck inside the capture coil. The entire system was removed from the patient no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pushwire was broken into two segments and cross analysis of the break points indicated that the failure mode was due to torsional overload. The pipeline was found released from the capture coil; therefore, the cause of stuck in capture coil could not be determined.(B)(4).